Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
During follow-up, a decrease in battery voltage was noted and premature battery depletion was suspected. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted during the bench testing of the device. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. It was concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.